Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg 450 mg/dl) and ketone level was high. Customer delivered a bolus via the pump to address elevated bg. Customer went to the emergency room and was admitted to the hospital. Customer was treated with intravenous saline and insulin. Elevated bg and high ketones were resolved with no permanent damage. At the time of the report, customer had not yet been discharged from the hospital; customer declined further follow-up regarding discharge date. Pump system check was performed with the customer. There were no issues identified with the insulin, cartridge and infusion set tubing/cannula. All supplies were used within labeling. The pump was found to be functioning as intended. Although no issues were identified with the pump, the customer reverted to using an alternate method of insulin therapy.